Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 190 mg/dl. The customer stated frequently no or intermittent response by button press (all button). The pump was not dropped or exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. . The customer was advised that the device would be replaced and agreed to return the product for analysis.